Event description:
I've been wearing invisalign for a few months now. Upon my initial wear I noticed a strange taste in my mouth, but didn't think anything of it. A few weeks ago I woke up to the inside of my lips swollen. I just thought something bit me. I didn't know. This past friday, I put new aligners in. Saturday morning at 5:07 am I woke up unable to breathe because my tongue had swollen up. I immediately went to the ER and was admitted for angioedema. After reading other people's reviews I know it was the invisalign that gave me such a reaction. The swelling took several hours to go down. I was admitted to the hospital overnight for fear that my tongue would swell back up and the situation could potentially become fatal.